Event description:
It was reported that the patient had experienced elevated blood glucose levels as high as 498 mg/dl. Correction via the infusion device was not successful. Correction via insulin injection has been successful. The patient switched to a secondary infusion device and her blood glucose levels returned to normal. The patient's mother alleges that the infusion device was delivering too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).